Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the patient experienced an unwanted pacing issue. When the planned pacing was conducting from ref/deca 1-2, at same time, a pacing also was noted from another port (20a 9-10) which is indicative of a reportable event. The procedure was completed without any patient's consequence.

Manufacturer narrative:
(B)(4). It was reported that during a procedure, the patient experienced an unwanted pacing issue. When the planned pacing was conducted from ref/deca 1-2, at same time, pacing was also noted from another port (20a 9-10) which is indicative of a reportable event. The pacing problems were not duplicated, but a signal noise was occurred all electrocardiogram (ECG) channels. All three ECG cards were replaced, and the signal noise was solved. Functional test and electronic safety tests passed. The system is operational. Replaced ECG cards were sent to device manufacturer for investigation. The device manufacturer reported that the customer complaint was confirmed. On one of the replaced ECG cards was found faulty optical switch which caused the reported pacing and noise issues. The faulty element was replaced and the problem was solved. Two other ECG cards were tested and found operable. The device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment. The ECG issue is related to an internal corrective action 'opto switches and tvs failures'.